Event description:
It was reported that this pacemaker entered safety mode. This pacemaker was explanted and replaced with a new pacemaker. This pacemaker was disposed of and is not expected to be returned. No additional adverse patient effects were reported.